Event description:
The intra aortic balloon leaked. Blood was noted in the catheter. Event complications: none from the event - reported 6/2/98. Pt's current status: unk - reported 6/2/98.

Manufacturer narrative:
Eval summary: eval: a partial iab, consisting of the balloon membrane & approximately 12" of attached catheter tubing, was returned for eval. The balloon membrane was noted to be completely unfolded. No kinks were observed in the catheter tubing. Underwater leak testing revealed no leaks in the returned portions of the iab (balloon membrane/catheter tubing/inner lumen). It was not possible to pump the iab on the laboratory system 97 due to the condition of the returned device. Probable cause of difficulty: no leak was found in the returned portion of the device. It was not possible to determine the cause of the reported difficulty based on the event description & examination. Having the opportunity to have examined the entire balloon catheter may have provided some additional insight into the encountered difficulty. Although conjectural, the reported leak may have been in the unreturned portion of the iab.